Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The physician predilated the lesion with an unknown manufacturer balloon catheter and advanced the 3.00 x 20 mm promus element mr stent delivery system to the lesion but it was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device noted distal stent damage. A number of struts close to the distal edge were slightly misaligned with one raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).